Manufacturer narrative:
The medical history was received and evaluated. The probable cause of failure is the pt's smoking, compounded by hypertension.

Event description:
Implant did not integrate. One person affected.